Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was a component within the front assembly. A front panel assembly was replaced for this device.

Event description:
The customer reported an intermittent blank display on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect front panel (fp) display part number 16687-2a and serial number (B)(4) rev. A. The fa group performed a visual inspection and found no anomalies. The fp display was installed onto a known good test device and powered the device into the user mode, which displayed a black screen. The fp back-light inverter sub-component output was measured, which was found out of specification with a reading at 0.4 vac. The back light inverter was replaced and powered into the user mode successfully. At this time, the reported event was duplicated, which was related to an electronic component failure due to the voltage out of specification within the back-light inverter sub-component.